Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine powered down. The bmt stated one of the wires in the power supply was charred. There was no patient involvement, patient harm, or adverse event reported. Upon follow-up the bmt stated the 2008t machine had been removed from service due to not powering up correctly. Upon further examination, it was noted one of the wires leading from the power control board to the power switch appeared charred. The bmt confirmed no smoke, burning smell or flames were noted at any time during the reported event. The bmt stated that they did not observe any flame or arcing, or any other visible heat related to the charring found on the switch. The bmt stated that the power switch was the original fresenius part on the machine. The bmt stated that a replacement upper power supply was ordered and the machine remains out of service pending receipt of the replacement parts. Additionally, the bmt confirmed that there was no damage observed on any other components, or any other additional issues associated with the reported event. The bmt confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. It was reported the component to be replaced was no longer available for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.